Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of the event was unknown. It was reported that the patient was hospitalized for an unrelated indication. One day after event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 6th day, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized (other indication) and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (12 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.